Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 37 and 48 hours of wearing the pod. The patient¿s mother reported that a problem occurred during the evening. The mother stated that the pod was not delivering insulin. They tried administering corrections, but it did not work. As treatment the pod was removed from their hip/buttocks, and a new pod was applied. The device investigation found the cannula was bent.

Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for investigation with the exposed portion of the soft cannula observed to be bent. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is not known, and the exact cause of the event could not be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.